Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) device was interrogated, and the battery longevity status bar was gray. It was noted that the device was exposed to low temperatures. Another crt-d device was interrogated, and the battery longevity status bar was gray with the same condition. Both devices were left at room temperature for 48 hours, interrogated again and the gray longevity bar continued. Both devices were not used and there was no patient involvement.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.